Event description:
It was reported that the snare was stuck and twisted on a polyp, while using the endotherapy. There was no patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial with information inadvertently left out (b1, b2, e2, e3, g2,h1, h6) and to provide an update with information received (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the snare loop was removed with the biopsy forceps, it is inferred that the snare loop was burned into the target tissue and could not be removed. However, information regarding occurrence situation was not provided from the customer. Furthermore, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "before use, prepare and inspect the instrument and a-cord as instructed below. Inspect other equipment used with the instrument and a-cord as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use the instrument or a-cord; contact olympus. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, punctures, hemorrhages, mucous membrane damage or thermal injury and may result in more severe equipment damage." "During the procedure, if you determine that the instrument is not operating properly - due to breakage, disconnection of the operating pipe and operating wire, or burns to tissue from the snare loop - immediately stop using it, and carefully remove it to avoid patient injury. Using an instrument that is damaged and/or not operating properly could cause patient injury, such as hemorrhages, punctures or mucous membrane damage. In addition, the snare loop may burn and become stuck in the tissue, unable to be removed." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the customer was instructed to cut the insertion portion of the snare where it extends from the endoscope¿s instrument channel port. Then, remove the snare tube and move the snare wire back and forth to open the snare loop and remove it from the tissue. The customer was unable to remove this way. Instructed to remove scope, go back in with biopsy forceps and try to get snare off the polyp. It sounded like the customer was able to remove the snare from the polyp.